Event description:
According to the reporter: the client reports that when they tried to close the sample collecting bag, it broke inside the pt. Abdominal check-up done. No consequences for the pt.

Manufacturer narrative:
(B)(4).